Manufacturer narrative:
Unit received with minor scratched lcd window, cracked case, cracked case and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 430 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer also reported that the insulin pump had a crack on the battery compartment. The customer stated that the insulin pump was dropped. The insulin pump will be returned for analysis.